Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that the mastitis fever onset was (B)(6) 2018. She indicated that she started using the replacement pump and it was working without issue; however, the mastitis was not resolved. As a result, her case was referred to medela clinical staff for further follow up. In follow up with a clinician on (B)(6) 2018, the customer indicated that she no longer had any signs or symptoms of mastitis and confirmed that the new pump continues to work without issue. The device was returned with the customer's parts and accessories, except for the breast shields, and was evaluated on 12/11/2018. Because there was no output voltage from the customers power supply, the testing was conducted with a lab power supply. Although the tubing was found to be broken and had residue on it, the device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Refer to attached evaluation and pictures. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged that her sonata breast pump she had low suction and, as a result, she developed mastitis, for which she was prescribed an antibiotic.